Event description:
The customer's sister called to report that the customer passed away. It was stated that the customer was wearing the pump when they passed away, but it is unknown yet the cause of the death. The doctor speculated that user error may be possible and not a pump malfunctioning.